Event description:
It was reported that the patient with inflammatory breast cancer (ibc) that they had intravenous (IV) pump tubing had broken, leading her to stop the infusion due to medication leakage. Since the infusion had been life-sustaining, the outcome of the event is resolve. The event occurred while in use with a patient and there was no patient injury.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.